Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had blood back due to a compromised catheter. Patient remained and is currently stable.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had blood back situation due to a compromised catheter. Patient was transferred to another pump and there was no patient harm.

Manufacturer narrative:
Updated fields: a1 (sex), b4, b5, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d10. A getinge field service engineer (fse) evaluated the unit and upon inspection the balloon pump had traces of blood throughout the pim and safety disk. Upon further inspection blood was found throughout the recorder, pim, cable assembly and fan assembly. Blood was also found throughout power management board, motor control board, solenoid board and sections of the backplane board. The customer has decided to retire the unit. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.